Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Unable to confirm needle anomaly due to customer did not return insertion needles. Cannot performed bbs test as the sensor is beyond its expiration date. Unable to confirm adhesive anomaly on opened/used sensor

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 112 mg/dl and sensor glucose was 60 mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.